Manufacturer narrative:
The device history record for the reported lot number, 30327247, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 06-may-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported that a patient was admitted with a gastric perforation. Patient presented unwell- vomiting, distended abdomen, erythematous (percutaneous endoscopic gastrostomy) peg site." A computed tomography scan suggested perforation, laparotomy confirmed gastric perforation associated with buried bumper of corflo peg. New gastrostomy tract created and mic-g-tube inserted. Additional information received 14-apr-2026 stated "tract had been created in january 2016, with peg changes carried out every 12-18months thereafter, last change january 2025." This device had been in use for 14-months.